Event description:
It was reported that during an unknown procedure, while the device was being used, the clip ejected during clip loading. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.